Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the speed exceeded the set rotational speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus was selected for use. During preparation, there was no abnormality upon rotational check and the rotational speed was set to 200,000rpm. After ablation was performed several times, it was noted that the speed reached 250,000rpm. The device was then replaced with another of the same and completed the procedure. No patient complications were reported.